Event description:
(B)(4). Treatment of a large unruptured saccular sidewall aneurysm measuring 22mm x 8mm located in the left ica (internal carotid artery). The patient presented with the neurological symptom of a headache. The patient was previously on aspirin and ticlopidine. On (B)(6) 2014, the patient underwent pipeline (4mm x 20mm) embolization treatment along with a concomitant coiling procedure. Post procedural angiogram showed a residual neck and subtotal aneurysm occlusion. On (B)(6) 2014, the patient experienced a moderate, serious adverse event of subarachnoid hemorrhage due to a spontaneous rupture of the target aneurysm. The patient received medication (decadron) for the event. On (B)(6) 2014, the adverse event resolved and it was assessed as device related.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).